Manufacturer narrative:
The clinical sales representative (csr) stated the staple line was complete and the surgeon stated the cause of the misshaped staple line was due to the tissue being too thick.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the "misshaped" staple line is unknown. Intuitive surgical, inc. (Isi) has not received a product for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. An advanced stapler log investigation was performed by an isi failure analysis engineer (fae) which showed that the sureform 45 curved-tip stapler instrument was installed on the system 6 times and fired 6 reloads (5 black, followed by 1 green). There was 1 aborted, and 9 incomplete clamp attempts across first 4 installations. Completion percentages ranged from ~62% to ~97% completion. Clamping force of the incomplete clamps were all around 540 n. The 1st, 2nd, and 6th firings were completed with 1 pause for compression. The 3rd firing was completed with 3 pauses for compression. The 4th firing was completed after 4 pauses and the 5th firing was completed after 5 pauses for compression. There were no incomplete unclamps or firing failures for this instrument. There were no stapler related errors in the master supervisory controller logs. It is likely the misshaped staple line complaint was due to the stapler having trouble with compression of the tissue selected, as evidenced by the multiple incomplete clamps, high clamping forces, and long pauses for compression during the firings. Staple lines may not be as straight if the tissue cannot be adequately compressed. An advanced system log investigation by an isi fae revealed that there were no system errors that would have caused or contributed to this event. This is considered a reportable event due to the following conclusion: it is unknown what caused the "misshaped" staple line from the sureform 45 curved-tip instrument or what color reload was being used at the time of the event. Though "misshaped," there was no report of malformed staples, an incomplete staple line, or intervention or repair needed to the staple line.

Event description:
It was initially reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the sureform 45 curved-tip instrument produced a "misshaped" staple line which had to be reinforced with a laparoscopic stapler and the case continued as planned. It was later clarified through follow-up with the intuitive surgical, inc. (Isi) clinical sales representative that the staple line did not require reinforcement, and that no intervention was needed.